Event description:
It was reported that the user experienced low glucose while using the ilet system, with cgm reading 69 mg/dl and fingerstick 76 mg/dl, after a period of higher glucose and increased correction dosing, and the user was guided through a cartridge and infusion set change and instructed to treat with oral carbohydrates; glucose was 97 mg/dl at the end of the call. Symptoms included hypoglycemia. Outcomes included resolution of the low after oral glucose and troubleshooting and education. Investigation included user interview, review of glucose data provided during the call, and troubleshooting of the infusion set and cartridge change procedure. Investigation of this case revealed no device malfunction identified, with a plausible contribution from prior elevated glucose and corresponding correction insulin leading to subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.